Event description:
Allegedly, the pt underwent a supra-cervical hysterectomy and bilateral salpingectomy procedure on (B)(6) 2011 in which a morcellator was used, and three years later, the pt was diagnosed with stage 4 bone and breast cancer.

Manufacturer narrative:
The claim or lawsuit against ksea was dismissed or withdrawn because there was no karl storz product involved.

Manufacturer narrative:
There was no indication of any malfunction of the device. There was also no mention of where the procedure took place and, therefore, we cannot confirm if our product was indeed used during the procedure.